Manufacturer narrative:
Report originally submitted with cfn# (B)(4); the correct cfn# is (B)(4).

Event description:
While servicing the device, an authorized bench technician discovered that the unit had experienced a charge/shock failure. The device was received by the bench repair service on 14-oct-2020. Upon evaluation of the device, the authorized bench technician found in the status logs that the device had experienced a charge/shock failure. Based on the failure, it was noted that a potentially faulty therapy pca could cause or contribute to the documented issue. Further troubleshooting revealed that the measured output for the capacitor was below product specifications and could also directly affect the charge/shock test. As a result of the evaluation, it was determined that both the therapy pca and capacitor would need to be replaced to resolve the reported failure. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected and the therapy pca had damage (black marks, trace damage and delamination of the pca at diode d5) . Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. Based on the conclusion of the evaluation, it was determined that the therapy pca and capacitor needed to be replaced to return the device to working condition. Both components were replaced and the device was returned to full functionality. As multiple components were installed to resolve the reported failure, a definitive cause for the failure could not be determined. The device was returned to the customer site and no further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, an authorized bench technician discovered that the unit had experienced a charge/shock failure. There was no patient involvement.